Manufacturer narrative:
The exposed soft cannula was not observed to be bent or kinked. Therefore, no problem was found regarding the reported bent/kinked event. The pod was received with the needle mechanism assembly deployed. The pod data showed no errors or abnormalities that would indicate the pod was not running as expected. The drive mechanism assembly as well as the electrical components showed no damages or deficiencies that would prevent normal operation. The device was successfully activated and rerun both on manual and automated mode. The exact cause of the reported pod communication error event could not be determined. The top housing was observed to be cracked. No internal component damage or fluid ingress was observed. The exact time and cause of the top housing damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose above 250 mg/dl while wearing the pod for less than one hour. When the pod was removed from the infusion site (abdomen), the cannula was found to be bent. It was also reported that the patient was not receiving sensor readings, indicating a communication error between the pod and the continuous glucose sensor.